Event description:
It was reported to depuy synthes spine that the patient went to the surgeon for post operative visit with complaint of continued back pain. X-rays are reported to have revealed hardware failure. Revision surgery found displacement of two set screws and loosening of five set screws of the construct. All set screws were removed, replaced, and retightened. This report is being filed for one event involving seven set screws that were found to have been displaced and loosened. All are catalog no. 179702000, lot numbers are unknown.

Manufacturer narrative:
The devices were retained by the surgeon and were not returned for evaluation.review of the device history record(s) could not be conducted as the lot numbers of the devices were unknown. Examination of x-ray images found a set screw appeared to be detached at the lateral aspect of the rod and screw construct. However, levels are indeterminate based upon this limited view and no definitive conclusions can be made. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device retained by customer.